Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino laryngofiberscope coating peeled off. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a liquid drips from the light guide bundle, objective lens adhesive was peeling off, light guide lens adhesive was peeling off, adhesive on the distal sheath was detached, eyepiece was sticky, grip was sticky, upward/downward plate was sticky, and the universal cord was sticky, and the light guide cover glass was loose. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes of the customer allegation of "coating peeled off" was causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of a liquid drips from the light guide bundle was a leak/seal problem identified. The most probable cause of the objective lens adhesive peeling off, light guide lens adhesive peeling off, and adhesive on the distal sheath being detached was due to a degradation problem identified. The most probable cause of the eyepiece being sticky, grip being sticky, upward/downward plate being sticky, and the universal cord being sticky was due to a leakage/seal problem identified. Lastly, the most probable cause of the light guide cover glass was loose was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.